Manufacturer narrative:
(B)(4). This case was reviewed and investigated according to philips volcano policy. Additional information obtained indicated there was no resistance felt during use and the wire was not difficult to torque. The wire would not produce a pressure signal when it was reconnected. The (B)(6) indicated there was no damage observed upon removal of the device. Visual and microscopic inspection and functional testing were performed on the returned device. During the post-decontamination visual and microscopic inspections, the device was observed to have a kink located at 44mm from the proximal end. Bends and kinks were present along the hypotube. The distal coil was shaped. Proximal conductive band and its solder joint were corroded. Both the middle and distal conductive band solder joints were corroded, had the soldering material corroded away, and had orange residue observed. The dome was partially corroded. The distal portion of the pressure sensor, including the diaphragm, was not present. The pressure sensor was measured from fracture to distal edge of sensor housing opening; a length of approximately 0.9mm was observed. The pressure sensor housing was slightly discolored and residue was observed. No corrosion was observed at the sensor housing. An electrical resistance test was performed to find any failures in the electrical circuit of the device and the test discovered unstable connections. The device was connected to an s5x for a functional test. The system detected the connector. However, an "attach wire to connector" message remained even after reconnecting the wire multiple times. Damage most likely occurred during handling post-procedure prior to receipt for device analysis. As we cannot confirm when or where the sensor separated from the device, this case is being reported in an abundance of caution. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. To date, no other complaints were reported for this same failure mode within this lot. We will continue to monitor these types of complaints.

Event description:
It was reported the wire was not recognized. During the diagnostic coronary procedure, the verrata wire was disconnected to allow better wire torque and upon reconnecting, the wire would not produce a pressure signal. A second verrata was opened and performed as intended. There was no patient harm or impact. No additional medical or surgical intervention was required. The vessel was tortuous, which is why they disconnected. All reasonably known patient information is included in this report.